Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose reached over 600 mg/dl. Customer addressed blood glucose levels with boluses, manual injections, or changed the infusion set. Customer cleared the alarms and resumed insulin delivery.